Manufacturer narrative:
The investigation into the stroke/cva event has been completed. The device was not returned for investigation. As the clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Event description:
The user facility reported a 57-year-old female in respiratory arrest was implanted with an impella cp device for mechanical circulatory support. The patient experienced an ischemic stroke coinciding with impella support. Patient support with the implanted pump continued following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿